Event description:
The patient developed meningitis after the pump was implanted. He had been running fevers since implant. The patient also had a vp shunt implanted. It couldn't be determined which system contributed to the meningitis. The patient was on antibiotics for weeks to treat the meningitis. Both the pump and shunt were explanted. The current intrathecal dose was 85 mcg/day; the hcp planned to manage withdrawal. They titrated patient down and stopped pump on (B) (6) 2010 prior to taking out pump. It was believed that the pump was explanted on (B) (6) 2010 or (B) (6) 2010. The patient was still in the intensive care unit at the time of this report.

Manufacturer narrative:
(B) (4).